Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Reportedly, the customer was able to use bolus on the pump after call with tandem technical support to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.